Event description:
Sensor is alarming lost sensor. The blood glucose reading is 166 mg/dl. The lost sensor occurred with a previous sensor. Customer advised that enlite sensor and revel insulin pump is off label use. During troubleshooting, customer moved the ipad and received a signal. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.